Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor and also nurse call system was not functional due to a malfunction jack screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.